Event description:
Major pump unit(s) involved: blood pump. Additional text: inflow cannula malpositioning. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: chronic inflow obstruction; malpositioning. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of inflow graft. Other intervention : implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: inflow graft malfunction/malposition